Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.